Event description:
It was reported that (1) device was used during a video assisted stapling of blebs and mechanical pleurodesis. It was reported by the rep that the surgeon pulled the handle of the ez45b to lock in place. The instrument made a weird noise. He then noticed that it had broke. The or time was extended 10 minutes. There was no consequence to the pt.